Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to impedance of more than 3000 and no pacing inhibition. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.